Manufacturer narrative:
Pharmacovigilance comment: sanofi company follow up comment dated (B)(4) 2013: in the follow up received, the patient was treated with synvisc-one for gonarthrosis of both the knees. Although, the role of device cannot be ruled out based on temporal and anatomical proximity, however, information regarding patient's underlying gonarthrosis is in causation cannot be ruled out. Sanofi company comment dated (B)(4) 2013: in this case, the patient was treated with synvisc-one and experienced the events of swelling of both knees and knee effusion. Although, the role of device cannot be ruled out based on temporal and anatomical proximity however the lack of information regarding the underlying medical history and the concomitant medications used by the patient precludes the complete case assessment.

Event description:
This unsolicited device case from (B)(6) was received on (B)(6) 2013 from a physician via sales representative. Upon receipt of follow up information received on (B)(4) 2013, additional events of pain in both knees and red blood cell 80/mm3 and white blood cell 5920/mm3 were added. This case concerns a (B)(6) old female patient who experienced important swelling on both knees and also underwent a puncture/effusion of both knees, pain in both knees and fluid analysis revealed red blood cell 80/mm3 and white blood cell 5920/mm3 after receiving synvisc-one injection. The patient's medical history included caesarian, appendectomy, femoro-patellar chondropathy (diagnosed in (B)(6) 2013). Past drugs included synvisc (in 2011), corticosteroids and anti-inflammatory drug. On (B)(6) 2013, the patient received treatment with intra-articular synvisc-one injection, once (dose, route, batch/ lot number and expiration date unk) in both knees for gonarthrosis of both knees (diagnosed in 2011, left knee and right knee grade 2/3). On an unspecified date in (B)(6) 2013 (unk latency), the patient experienced important swelling on both knees for which the patient had to take sick leave for one week. On (B)(6) 2013 (01 day after the synvisc-one injection), the patient experienced pain and effusion of both knees. On (B)(6) 2013 (03 days after the synvisc-one injection), a 60 cc puncture was performed and results revealed 22.0 ml of cloudy and yellow fluid (viscosity ++) (protein: 50 g/l, glucose 0.69 g/l, red blood cell: 80/ mm3, white blood cell: 5920/ mm3, neutrophils: 65%, lymphocytes: 35%, crystals: no, gram staining: no visible bacteria, sterile culture). Corrective treatment: corticosteroids for the events of important swelling of both knees and also underwent a puncture/ effusion of both knees and pain in both knees. No reported for the events of red blood cell 80/ mm3 and white blood cell 5920/ mm3. Outcome: important swelling of both knees, puncture/ effusion of both knees, pain in both knees: recovering/ resolving red blood cell 80/mm3 and white blood cell 5920/ mm3: unk. A pharmaceutical technical complaint (ptc) was initiated and conclusion was pending for the same. Seriousness: important swelling of both knees, pain in both knees, performed a puncture/ effusion of both knees: medically significant and required intervention. Reporter causality: as per the physician causal relationship of synvisc one with the events of important swelling of both knees and also underwent a puncture/ effusion of both knees and pain in both knees was certain. Additional information was received on (B)(4) 2013. Information regarding patient details, therapy details (start date), action taken four suspect, additional events of pain in both knees, red blood cell 80/mm3 and white blood cell 5920/ mm3 was added. Outcome of the events important swelling of both knees and effusion of both knees updated from unknown to recovering. Lab results of fluid analysis added. Patient's medical history and past drugs added.